Manufacturer narrative:
(B)(4). No product will be returned per customer because it was discarded. The customer complaint of set leaked could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Cardinal health (B)(4) product complaint (B)(4) states "reported issue: leak in IV tubing noticed when infusion pump alarmed after approximately 10 minutes into chemo-cytotoxic infusion, writer noted puddle of chemotherapy on floor area and around IV stand. The affected product is not available a it is cytotoxic hazard and had to go in the proper waste bucket." There was no patient harm and no report of medical intervention. No further patient or event details were provided.